Manufacturer narrative:
No button error alarm was noted during testing. Intermittent button response was due to moisture damage at the keypad trace was observed during failure analysis. The insulin pump was received with a minor scratched liquid crystal display window, cracked case near the display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, and bleeding liquid crystal display glass.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer did not know the blood glucose reading. The customer did not observe any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.